Event description:
Customer reported that he had high blood glucose of 357 mg/dl because his insulin pump is not delivering the right amounts of insulin when it shouldn't be. Customer stated that he programmed a bolus through the bolus wizard, but the bolus was not delivered. Nothing further was reported.

Manufacturer narrative:
The bolus wizard functions properly per specifications. The unit delivered the bolus estimate and recorded the delivery in the delivery in the bolus history screen. Unit was also programmed with several boluses and monitored, all bolused were listed in the bolus history. Unit was programmed with multiple basal profiles and monitored, all basal profiles were delivery properly and the indicated amounts. No delivery anomaly noted. Unit uploaded properly using carelink pro, and passed the displacement, rewind, basic occlusion tests. Off no power alarm function properly. However, unit was unable to prime during the prime test due to faulty force sensor. Unable to perform the occlusion and the excessive no delivery alarm test, due to prime fill anomaly. Unit had scratched display window, cracked case at display window corners, battery tube threads and reservoir tube lip.